Event description:
The customer observed imprecise architect anti-tpo results on a 30-year-old pregnant female patient who is suspected of having thyroid disease. The customer does not know which result is correct. The following data was provided: customer¿s normal range: < 5.61 iu/ml 19jul2023 sid (B)(6) results on (B)(6) = 6.39, < 0.50, 59.27, 18.58, 4.00 iu/ml. 19jul2023 sid (B)(6) repeat results on another instrument ((B)(6)) = 1.30, < 0.50, <0.5 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 12908un22 and complaint issue. Accuracy testing was performed to evaluate the performance of reagent lot 12908un22. An internal architect anti-tpo panel set was tested with a retained kit of the likely cause reagent lot 12908un22. Acceptance criteria was met, which indicates acceptable product performance. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency of the architect anti-tpo reagent, lot number 12908un22 was identified.

Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). This report is being filed on an international product, architect anti-tpo, list number 02k47-25, that has a similar product distributed in the us, list number 02k47-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise architect anti-tpo results on a 30-year-old pregnant female patient who is suspected of having thyroid disease. The customer does not know which result is correct. The following data was provided: customer¿s normal range: < 5.61 iu/ml, (B)(6), 2023 sid (B)(6) results on isr61894 = 6.39, < 0.50, 59.27, 18.58, 4.00 iu/ml, (B)(6), 2023 sid (B)(6) repeat results on another instrument (isr61890) = 1.30, < 0.50, <0.5 iu/ml. No impact to patient management was reported.